Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Data was provided for investigation. The allegation was confirmed via data. The cause of the pairing issue was due to a wearable failure. The probable cause of the wearable failure could not be determined via data.